Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover came off in the patient's mouth as the scope was being withdrawn out of the mouth and through the bite block. There were no adverse effects to the patient as a result of the cover coming off. The distal cover was manually retrieved from the patient's mouth with fingers. The patient's current condition is stable. There was no abnormality in the appearance of the scope or distal over prior to or after the procedure. No antifogging agents were used during the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure case with patient identifier (B)(6) reports the distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported event likely occurred due to the following mechanism: 1. Since the distal cover was inappropriately attached, the cover was in a state of easily come off the subject device. 2. The distal cover, which was in a state of easily come off the subject device got caught in mouthpiece when passing it and came off the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ this supplemental report includes information added. Olympus will continue to monitor field performance for this device.